Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017 the patient was hospitalized for elevated blood glucose (bg) over 600 mg/dl with large ketones and a diagnosis of diabetic ketoacidosis. The patient was reportedly treated with insulin via the pump, insulin via injection, and intravenous fluids. The patient reportedly remained hospitalized at the time of contact with animas. The reporter stated that the patient's insulin needs exceeded the maximum daily limit (max tdd) and that the on-call healthcare provider did not provide the patient with instructions on overriding the max tdd, and sent the patient to the hospital. The reporter noted that the patient was on cardiac monitoring and her bg was difficult to control with the associated injection/infusion. No defects were found with the pump during troubleshooting. The pump's max tdd alert was found to be functioning appropriately. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention associated with use error of the pump, as inadequate response to an appropriately emitted alarm was found to be a contributing factor in the alleged bg excursion.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2017 with the following findings: a review of the black box showed an exceeds max total daily dose limit warning on the event date. The user manually suspended the pump and the pump was powered off. Insulin deliveries were resumed. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing. And was delivering accurately and within range. No alarms occurred during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.